Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The damaged tube that lead to the low pressure alarm, was replaced with the new one. The compressor passed all the tests and returned to clinical use. The root cause of the reported event is the damaged compressor tubing that has to be replaced during preventive maintenace (pm). The cause that led to the hole could not been identified.

Event description:
It was reported that the compressor was alarming for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).